Event description:
It is reported that the patient was revised after the femoral component loosened within 6 months of the primary surgery.

Manufacturer narrative:
Eval summary: although the component loosened, there appears to be evidence of bone ingrowth on all the anterior, distal, and posterior flanges in the fiber metal. No x-rays or patient demographics were provided for the investigation. With the information provided, a proper cause cannot be assigned to the complaint. Eval: the femur was removed and returned for further analysis. Device history records of the components were reviewed and were found to be conforming. The device was conforming where measured.